Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) up buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify compromised force sensor system alarm, low battery alarms due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin squirting during priming. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the up and down arrow button was sticky. The insulin pump will not be returned for analysis.